Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple low glucose events while using the ilet for approximately three weeks, including rapid declines following correction insulin and subsequent rebound hyperglycemia after oral carbohydrate intake of about 15 grams; the device problem could not be characterized beyond insufficient information, and no specific component was identified. Symptoms included hyperglycemia and reports of no clinical signs, symptoms, or conditions at the conclusion of the events. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device-related problem and component remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.